Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 750 mg/dl; cause was suspected to be related to a failed continuous glucose monitor (cgm) sensor. Reportedly, the customer attempted to resolve the high bg by a bolus via the pump. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.